Event description:
It was reported that the right ventricular (rv) lead was oversensing. The clinician observed post pace double counting at 200ms following wide complex paced events. It was noted that the rv capture threshold had increased. The company's technical services consultant recommended increasing rv output and rv capture, which resolved the double counting. It was further reported that the device had early battery depletion due to high rv pacing thresholds. The device was explanted and replaced. The pace/sense portion of the rv lead was capped and the high voltage portion remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The device had normal battery depletion and meets expected longevity.